Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level ranged from 288 to 436 mg/dl the high bg was to be addressed with a bolus or insulin injections. During troubleshooting with tandem technical support, the cause of the occlusion could not be determined and after changing the infusion set tubing and site, the customer noted air in the infusion set tubing. The customer successfully change the supplies on the pump and delivered a correction bolus without receiving an occlusion alarm.